Event description:
It is reported by the patient's counsel that the patient underwent bilateral knee arthroplasties in late 2006. Post-op, the patient experienced pain and swelling of the right knee. A scope of the right knee was done in 2007, which showed the patellar component floating in the suprapatellar pouch, which was retrieved through the superolateral incision. The patient underwent a patellar revision the following month. The surgeon noted that two of the three poly pegs were still in the bone.

Manufacturer narrative:
Evaluation summary: the natural-knee ii durasul patella was implanted for approximately one year before removal due to post-operative complaints of pain and swelling in the knee. It is unclear as to how soon after surgery the pain and swelling occurred. The complaint indicates that two of the patella's 3 pegs had sheared off at the time of explantation. However, based on the available information a definitive cause can not be determined. Results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.